Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010: patient was pre-operatively diagnosed with lumbar spondylosis, lumbar synovial cyst, lumbar disc herniation and underwent following procedures l3-l5 bilateral laminectomy, medial facetectomies and foraminotomies, l3-l4 left-sided discectomy, l4-l5 removal of synovial cyst, posterolateral arthrodesis and fusion of l3-s1 with bilateral pedicle screws at l3, l4, l5 and s1; autograft morselized bone, and rhbmp-2. No patient complication reported. As per-op notes ¿the lateral gutters were then filled with a combination of a large package of rhbmp-2 mixed with 20 ml putty and autograft morselized bone from the patients previous laminectomy.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.